Event description:
It was reported that during hip scopes while filling cysts on the acetabular rim was break inside of patient. A backup was available to complete the procedure. No patient injuries were reported.

Manufacturer narrative:
Examination is not possible, as the device has not been returned. Clinical details were provided stating that the devices were used in a hip procedure with a patient with hard bone and no predrilling was performed. According to the device IFU the 4.5mm twinfix ultra pk anchors are not indicated for use in hip procedures. In addition the IFU states "breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation".

Event description:
It was reported that during hip scopes while filling cysts on the acetabular rim, the tip of twinfix broke inside the patient. There was a 1 hour 15 minute delay in the procedure. Backup was available to complete the procedure. No patient injuries were reported.